Manufacturer narrative:
The investigation determined that imprecise phyt quality control results were obtained from the vitros 5,1 fs chemistry system. The investigation found no evidence to suggest the results in question were caused by an analyzer malfunction. An alternate phyt slide lot has resolved the issue. The investigation was unable to determine a definitive root cause and the investigation is ongoing. However, the most likely cause is reagent related.

Event description:
A customer observed imprecise vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number six of seven MDR's for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. (B)(4).